Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Death is listed in the xience alpine eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending (lad) artery and a circumflex artery. The patient had out of hospital cardiac arrest on (B)(6) 2016. On (B)(6) 2016, an unknown xience alpine was deployed in the lad and the circumflex had thrombosis in a previously placed stent that was aspirated and balloon angioplasty was performed. There was disease in the right coronary artery that was left untreated. The procedure was successfully completed; however, the patient's "stats" were not good. Five to ten minutes after the patient went to recovery; the patient suffered a cardiac arrest and cardiopulmonary resuscitation (CPR) was performed for approximately 45 minutes. This was unsuccessful and the patient died. No additional information was provided.